Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/17/2021. D.4. Medical device lot #: 2101262. D.4. Medical device expiration date: 12/31/2025. H.4. Device manufacture date: 1/20/2021. H.6. Investigation: a device history record review was performed for provided lot number 2101262 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality engineer team. Through examination of the sample, leakage was observed through the plunger rod component. The sample was then inspected through magnification and the plunger rod lip component was found damaged. This type of damage may occur during the handling of the product through the manufacturing process or within the assembly machine.

Event description:
It was reported that the bd discardit¿ ii syringe leaked scandicaine past the plunger during use. The following information was provided by the initial reporter, translated from german to english: "plunger leaking. Leakage at the syringe plunger was noticed during aspiration with scandicaine (15mg/ml)."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd discardit" ii syringe leaked scandicaine past the plunger during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "plunger leaking. Leakage at the syringe plunger was noticed during aspiration with scandicaine (15mg/ml)."